Event description:
The family member stated that the patient was in a coma state and they used the suspect device to check their blood glucose and obtained a result of 77 mg/dl. Emergency medical technicians were called and they arrived and tested pt's glucose at 40 mg/dl on their meter. Pt was transported to the hospital and treated for hypoglycemia. Glucose controls were not used on the system. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.